Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. Each device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was spitting clips. The jaws were jamming with multiple clips. Spitting and jamming is occurring after the first successful clip deployment. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did any of the clips spit into the abdomen of the patient? If so how were they retrieved? Yes. Retrieved with endoscopic grasper. Did the retrieval of the clips alter the procedure or patient outcome in any way? Inefficiency - procedure had longer duration; however, did not impact patient outcome. Which firing of the device did this event occur on? Occurred on subsequent firings. Not first firing. Occurred multiple times. What vessel or structure was the device fired on at the time of the event? Cystic artery; cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. No apparent torquing or twisting. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? What was found? Cholecystitis. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.